Event description:
A report was received that during the pain pump removal, the patients leads were damaged. The patient underwent a revision procedure wherein the lead was repositioned.

Event description:
A report was received that during the pain pump removal, the patients leads were damaged. The patient underwent a revision procedure wherein the lead was repositioned.

Manufacturer narrative:
Additional information was received that no further information could be obtained. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 12:13 pm CT.the report number is being corrected from: 3006630150-2018-62471to: 3006630150-2018-62162